Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of alarm. This occurred during dwell four of four of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a disconnection between the supply line of the homechoice cassette and the heater bag which resulted in a leak and that led to this alarm. The leak was described as there ¿was a pool under hc and inside the cassette door was wet¿. Renal therapy services (rts) assisted the patient to clear the alarm, end the therapy session, disconnect and remove the supplies. Proper procedures from the user manual were reviewed with the patient. Rts advised the patient to contact their pd nurse about the interrupted therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection resulting in a leak was reported between the supply line of the homechoice cassette and the heater bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.